Event description:
It is reported that the device was implanted in 1999. Approx 8 years post-op, the pt developed osteolysis around the screws in the tibial baseplate. The device was revised in 2007.

Manufacturer narrative:
Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.